Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2011. High impedance was observed again on (B)(6) 2011 and resolved on that date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.